Event description:
It was reported that upon opening the patient's pocket for device replacement, it was revealed that the left ventricular (lv) lead had an insulation breech. It was also noted that there was a possible fracture and high impedance. Access was attempted to re implant a new lv lead which was unsuccessful, causing the physician to downgrade the patient to an implantable cardioverter defibrillator (ICD) system. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-07-21: it was further reported that the lead was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.